Event description:
Patient here today to have his nova max glucometer check reports that he has been getting bs over 200 mg/dl fasting, when checking patient's test strips with clinic meter using control solution, results were out of range 171 mg/dl, control ranges 82-127 mg/dl, found test strips defective, checked glucometer and working properly, patient was given new rx for test strips and instructed to report to the pharmacy for new test strips, safe storage of glucometer/test strips reviewed with patient with handout provided, patient verbalized understanding, defective test strips lot # 1020215155. Diagnosis or reason for use: diabetic. Is the product over-the-counter: no.